Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test, due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at display window corners, a cracked display window, a cracked reservoir tube, cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the lcd window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 186 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.